Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that the insulin pump may not be functioning properly due to high blood glucose levels. Customer stated that she had high blood glucose levels of 290 mg/dl and that the device may not be delivering insulin due to a bent cannula. Customer was advised to disconnect from the pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were air bubbles. Afterwards, the reservoir was reinserted into the insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited the tubing. Customer verified device was not leaking and did not alarm. Advised to change entire set and monitor device. Nothing further reported.